Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a memory anomaly from the insulin pump. The customer's blood glucose reading is unknown. The customer stated that her pump is intermittently not keeping the date. The customer was advised to disconnect from the tubing at the quick release and rewind the pump and fill the tubing to see if the pump recognizes. The customer was advised to monitor the pump closely.